Event description:
Replacement of tibial insert. The pt's leg was very hyper extended, before we started this case and a size 14mm insert was removed and replaced with a size 21mm. Surgeon needed to replace polyethylene insert as part of the poly post had broken on the p/s insert.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.